Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no unipolar or bipolar capture, and no unipolar or bipolar sensing. It was noted that the patient experienced heart failure symptoms. The ra lead was reprogrammed multiple times and remains in use. No further patient complications have been reported as a result of this event.